Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 02feb2021 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "failed drawer" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that enhanced full height cubie drawer random cubies keep failing. Replaced retractor band and drawer board. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 151630-01: was received with a broken component (l501). During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 151630-01: no further testing was required due to broken component (l501) found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "failed drawer" was due to crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer's functionality. A faulty "pcba pmc v1.06/v0.09bl hh", p/n 151630-01, due to a broken component (l501), which compromises the proper functionality of the whole assembly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height cubie drawer 3.2 failed. As per part investigation, it was determined that there was crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie which led to the thermal damage. There were no adverse events or injuries reported based on this event.